Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie lid was stuck due to a malfunction in the muscle wire. A technical support specialist advised to have pharmacy send replacement cubie. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cubie lid was stuck and unable to remove item. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.